Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a low free t4 (ft4) result generated on access 2 immunoassay analyzer for one patient. The result was reported out of the laboratory, and was questioned by the physician. The result was in discordance with two alternate methodologies. The results are shown. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The sample was collected in a corvac tube that contained a gel separator. Customer noted that sample was normal in appearance the sample from (B)(6) 2011 was refrigerated and re-ran on (B)(6) 2011. The customer stated that may be the reason the last result was so low. Customer runs 3 levels of ft4 qc on a daily basis. All ft4 qc passed within the established ranges on all days associated with this event, but a little on the low side. Bci customer technical support (cts) noted the calibration was recovering about half of what in house data found for rlus for all standards. The cts sent customer another lot of calibrator and qc material. The cts also advised to change reference ranges back to insert ranges because the customer was unable to identify where her ranges came from. Customer had recalibrated and ran qc; customer also reran old survey samples and patient samples. Customer noted the results were comparable within range. Service was not dispatched as customer was not questioning the functioning of the instrument. No clear root cause has been determined to date.